Event description:
It was reported that a clearlink continu-flo solution set was leaking from the last port on the set nearest to the bottom. The leak was discovered during patient infusion of a study drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: e3, h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the actual sample and a companion sample was provided for evaluation. Visual inspection of the photograph was performed and a leak (wet spot) was observed near a y-site clearlink which may indicate a leak occurred. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming were performed on the companion sample and no defects were observed. A functional flow test was performed and drops/volume were measured, the set met specifications. Additionally, the sample was left running for 24 hours by gravity and connected to an in-lab spectrum iq pump simulating the usage process; no defects were observed. A water referee back pressure test was performed on all the clearlinks with no issues noted. The reported condition was verified in the photo sample; however, not verified in the companion sample. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.